Event description:
The d-stat flowable hemostat was deployed following an interventional procedure via a 6 fr sheath in the right femoral artery. Following deployment, the patient experienced symptoms of an arterial occlusion, including pain and absence of pulse. Treatment consisted of a retavase infusion. The event was resolved without further complications.